Event description:
The article, "mitraclip procedure in patients with secondary mitral regurgitation: insights from turkish experience", was reviewed. This research article is a retrospective multicenter experience to evaluate the immediate procedural outcomes and long-term clinical results of mitraclip interventions in turkish patients with secondary mitral regurgitation (smr). The device included in this study was mitraclip. The article concluded that mitraclip intervention demonstrated high procedural success rates in turkish patients with smr, leading to significant reduction in mr severity and improvement in nyha functional class. [The primary author was zeynettin kaya, department of cardiology, antalya asv yasam hospital, antalya, turkey. The corresponding author was fuat polat, department of cardiology, dr. Siyami ersek thoracic and cardiovascular surgery education research hospital, selimiye mah. Tibbiye cad. No.25 üsküdar, istanbul, turkey, with corresponding email: drfuatpolat@gmail.com.] This study included all patients with moderate-to-severe (grade 3+) or severe (grade4+) smr who underwent mitraclip treatment from 01 january 2021 to 31 december 2024. A total of 140 patients were included in this study, of which all received an abbott device. The average age was 75 years. The majority gender was male. Comorbidities included heart failure, atrial fibrillation, hypertension, coronary artery disease, coronary renal failure, mitral regurgitation, and tricuspid regurgitation.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including heart failure, atrial fibrillation, hypertension, coronary artery disease, coronary renal failure, mitral regurgitation, and tricuspid regurgitation. Complications reported included death, pericardial effusion, renal failure, mitral insufficiency/regurgitation, atrial fibrillation, surgical intervention, unexpected medical intervention (blood transfusion), hospitalization/prolonged-hospitalization, incomplete coaptation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: mitraclip procedure in patients with secondary mitral regurgitation: insights from turkish experience. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information. Literature: mitraclip procedure in patients with secondary mitral regurgitation: insights from turkish experience. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "mitraclip procedure in patients with secondary mitral regurgitation: insights from turkish experience", was reviewed. This research article is a retrospective multicenter experience to evaluate the immediate procedural outcomes and long-term clinical results of mitraclip interventions in turkish patients with secondary mitral regurgitation (smr). The device included in this study was mitraclip. The article concluded that mitraclip intervention demonstrated high procedural success rates in turkish patients with smr, leading to significant reduction in mr severity and improvement in nyha functional class. [The primary author was zeynettin kaya, department of cardiology, antalya asv yasam hospital, antalya, turkey. The corresponding author was fuat polat, department of cardiology, dr. Siyami ersek thoracic and cardiovascular surgery education research hospital, selimiye mah. Tibbiye cad. No.25 üsküdar, istanbul, turkey, with corresponding email: drfuatpolat@gmail.com.]. This study included all patients with moderate-to-severe (grade 3+) or severe (grade4+) smr who underwent mitraclip treatment from 01 january 2021 to 31 december 2024. A total of 140 patients were included in this study, of which all received an abbott device. The average age was 75 years. The majority gender was male. Comorbidities included heart failure, atrial fibrillation, hypertension, coronary artery disease, coronary renal failure, mitral regurgitation, and tricuspid regurgitation.